Event description:
Complainant alleged that while attempting to treat a pt the device inappropriately powered down and back on by itself repeatedly. Complainant indicated that ther was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.